Event description:
Baby had a deceleration and the nurse could hear it, but then the tracing fell off so could not see it (there was so much background noise that the nurse could not hear the fetal heart tones after the tracing fell off).